Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 02/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia repair¿ surgery and was implanted with strattice lot number sp100417 on (B)(6) 2018. The patient underwent a procedure for ¿removal of mesh + injury (mesh infection + adhesions)¿ on (B)(6) 2018. The form lists the condition that was treated was ¿hernia¿ in 2018. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100417 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.